Manufacturer narrative:
Implant has fallen out of the implant base. No product problem detected. The implant shows clear signs of insertion and organic residue. If the implant is inserted in accordance with the specifications of the valid documentation, the customer's reason for complaint is not comprehensible. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant has fallen out of the implant base.